Event description:
Boston scientific received information that at the one week post implant check it was noted that this left ventricular (lv) lead's capture threshold had increased. The percent of ventricular pacing was also low at 5%. It was suspected that the lead had dislodged. Further testing was done and it was confirmed that this lead was pacing the atrium. Surgical intervention was performed and attempts to reposition the lead were unsuccessful, therefore, it was explanted. A new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.